Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was received and analyzed. Analysis results revealed there were no anomalies found. There was distal conductor blood/body fluid (not obstructed).

Event description:
It was reported that during the implant attempt, the hybrid stylet was seen on x-ray to exit the side of the lead through the wall. The lead was removed and replaced. No patient complications have been reported as a result of this event.